Manufacturer narrative:
The cause for the elevated troponin I result is unknown.

Event description:
A falsely elevated troponin I result of 11.89 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested twice on the same analyzer and results of 0.02 and 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause for the elevated troponin I result is unknown.